Event description:
Patient with metastatic squamous cell of the esophagus in for removal of a malfunctioning port-a-cath, as there was leakage noted from the back endplate. Upon port removal, there were 4 identified punctuates at the back-end plate causing leakage of injection from the port. A new port-a-cath was placed without incident.

Event description:
Patient with metastatic squamous cell of the esophagus in for removal of a malfunctioning port-a-cath, as there was leakage noted from the back endplate. Upon port removal, there were 4 identified punctuates at the back-end plate causing leakage of injection from the port. A new port-a-cath was placed without incident.